Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received two open and used samples with the needle attached to the thread (there is no needle detachment), but both threads are broken approximately 4 cm from the needle-attachment. However, without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, the case will be re-opened and analyzed.

Event description:
It was reported that the needle detached from the thread.